Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen became unresponsive and would not unlock, with the user noting apparent side-edge damage and slight warping; the user reverted to multiple daily injections and reported elevated blood glucose while the pump was nonfunctional, consistent with a touchscreen component problem and an unresponsive key/button issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen component and an unresponsive input interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.